Event description:
It was reported that prior to a gastric bypass procedure when they opened the package it was visual defect of the malformation of the axe of the head. Procedure was prolonged by five minutes. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Results: damaged anvil. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. In addition, the anvil spline was received bent. No functional test was performed due the condition of the anvil. While no conclusion could be reached as to how the anvil became bent, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.